Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity c carbon dioxide result for one patient. The following data was provided (customer¿s normal range is 22-31 mmol/l): sample ID (B)(6) initial result, on (B)(6), was 38, repeat result was 26, repeat result on another analyzer was 25 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated alinity c carbon dioxide result for one patient. The following data was provided (customer¿s normal range is 22-31 mmol/l): sample ID (B)(6) initial result, on (B)(6) 2025, was 38, repeat result was 26, repeat result on another analyzer was 25 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated carbon dioxide on the alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found a dirty and deformed cuvette dry tip. The fsr replaced the cuvette dry tip, list number 04s52-01, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.